Event description:
Product was returned as implant failure at 5 months. Based on the report, pt's medical history was described as tobacco use and oral hygiene was described as moderate. Doctor also indicated that the implant was removed because of bone condition.

Manufacturer narrative:
Device evaluation in process, not completed yet.